Manufacturer narrative:
(B)(4). Conclusion: the service technician was unable to duplicate the customer reported problem. The unit was powered on with a known good ac adapter, a known good lung, and a known good circuit connected. The unit powered on and boot up with no abnormalities. The unit passed 159.5 hours of extended bench testing at the customer's setting. The unit passed the initial final test and passed the initial alarm volume test with no abnormalities or abnormal alarm conditions. A review of the event trace indicates that on (B)(6) 2015 there was a presence of 3 alarm entries of "loss of o2 alarm¿ conditions, all of which cleared with no other unusual alarm types relating to the customer complaint. The actual date of the event is unclear from the customer's report.

Event description:
The customer reported: "post intubation, the patient was place on ventilator. Vent was functioning with no problems. The patients oxygen saturation (spo2) level began to slowly decrease. We tried a second pulse ox for confirmation. Took patient off the vent, and her spo2 increased while bagging patient. Bagged easily with no resistance. Checked circuit, oxygen cylinder (full). No alarms from vent. Tried second placement with same settings, patient desaturated again."